Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, logfile shows that start up was done on (B)(6) 2021 8:19:32 am (system time) and the entries in the logs have alarm 316-blower failure, alarm 401-insp valve or device leaky, alarm 401-insp valve or device leaky and an insp valve test error. Blower test with 30% set voltage, the blower speed is 01/min. Vyaire medical advised customer to cross heck the unit with another good known moog blower and perform the blower test, insp valve test and request to send the logs. The customer confirmed that they have cross check the unit with good known main electronics but problem was not resolved, then they replaced the blower also and unit worked fine, so both the parts (main electronics and blower) are faulty. Initiated to request to cs team to ship a new blower assy under warranty. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 having alarm 401-inspiration valve or device leaky and alarm 316-blower failure prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault, a wrong blower type configured. After changing the blower type configuration (from micronel to moog) in version screen, this unit worked properly.